Event description:
It was reported that a reload was loaded to psee60a stapler as usual, a surgeon close a jaw and trigger a fire lever, a knife cannot advance and then press a reverse button to retrieve a knife. Then a new cartridge loaded to a stapler and close a jaw, surgeon claimed fired but no action. Then open a new stapler and reload to continue a surgery. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/21/2024. D4: batch # 535c41. Additional information was requested, and the following was obtained. Is the current patient status known? [Ans: no report]. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? [Ans: no report]. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two (ecr60g & gst60d) reloads present. The reloads were received partially fired 1/4 and with damage on the reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The damage to the reload is consistent with the device being clamped over a hard object. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 535c41, and no non-conformances were identified.